Event description:
It was reported that the pt complained of abdominal pain post op an adjustable gastric band. A diagnostic laparoscopy was performed and the tubing was found to be disconnected from the port. The locking connector and the plastic sheath was still attached to the port, but the tubing was disconnected. The original tubing was connected to a new port and case completed.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.